Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in tube was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: the clamp would make extension tube broken.

Manufacturer narrative:
H.6. Investigation: a device history record review was completed by our quality engineer team for provided lot number 9224841. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that saf-t-intima w/y adapter bl 22ga x .75in tube was broken. This occurred on 2 occasions. The following information was provided by the initial reporter: the clamp would make extension tube broken.